Manufacturer narrative:
(B)(4). Other remarks: see MDR #1219856-2017-00214 and (B)(4) for related complaint.

Event description:
It has been reported that event occurred on a patient during use. The 40 cc balloon failed to augment. There were multiple helium cylinders used. There is a suspected helium leak. As a result, the intra-aortic balloon (iab) was removed and was not replaced. There was no report in delay or interruption of therapy. No patient complications reported. Patient outcome: fine.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required. Other remarks: see MDR #1219856-2017-00214 and tc # (B)(4) for related complaint. This complaint has been reopened to investigate the device that has been returned to teleflex for investigation. The reported complaint of iab leak suspected is confirmed. Three leak sites were noted on the iab bladder consisted with contact from a sharp. Any leak in the bladder can cause helium loss in the system. The root cause of the leaks is unknown, but a potential cause of how the catheter came into contact with the sharp is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It has been reported that event occurred on a patient during use. The 40cc balloon failed to augment. There were multiple helium cylinders used. There is a suspected helium leak. As a result, the intra-aortic balloon (iab) was removed and was not replaced. There was no report in delay or interruption of therapy. No patient complications reported. Patient outcome: fine.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required. Other remarks: see MDR #1219856-2017-00214 and (B)(4) for related complaint.

Event description:
It has been reported that event occurred on a patient during use. The 40cc balloon failed to augment. There were multiple helium cylinders used. There is a suspected helium leak. As a result, the intra-aortic balloon (iab) was removed and was not replaced. There was no report in delay or interruption of therapy. No patient complications reported. Patient outcome: fine.